Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok button appears to not be responding (intermittently) when pushed the first time. There are reportedly no rips/tears in keypad. The pump is worn in a pocket and not cleaned. There is no reported adverse event or blood glucose excursion associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the complaint regarding the ok key was unable to be duplicated. All keys were tested and found to be responsive. The keypad was intact with no evidence of peeling or damage. The keypad was removed and contamination was found under the up/down/contrast/ok key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.